Event description:
It was reported that the leads dislodged due to twiddlers syndrome. Both rv and lv leads were explanted. There were no complications.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.